Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer report that the device is taking too long to revert back to default settings and specified the settings for pacing ppm (pulse per minute). Return to default settings may indicate this was outside of pt care; there was no report of pt involvement. They have requested that the device evaluated by philips.